Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Dr (B)(6), implant surgeon at the hospital, reported to (B)(4) that "it was impossible to screw the posterior femoral block (ref (B)(4)- lot na1mee )." Therefore, "dr. (B)(6) had to cement the block of the tightbone." Device is not available for evaluation as it was implanted into the patient. There were no delay in surgery and no adverse consequences for the patient.